Manufacturer narrative:
(B)(4).

Event description:
It was reported that the high voltage lead impedance was high and also had been fluctuating. This could be due to calcification around the can or lack of fluid leading to the higher impedance. There was no report of adverse consequences for the patient due to this.

Manufacturer narrative:
Patient will be monitored via merlin@home. The impedance is still high but stable. Patient in a good condition.